Event description:
It was reported that the right ventricular (rv) lead exhibited short interval counts (sic). The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had noise.